Manufacturer narrative:
One 3i t3® with dcd® tapered implant 6/5 x 10mm (bnpt6510) and removal tool were returned for investigation. However, and unknown placement driver was reported but not returned. Visual evaluation of the as returned implant identified signs of use (bone/blood residue around the external threads). Additionally, it was engaged to a removal tool for which there were no allegations. Functional testing was performed to remove the removal tool from the implant drive feature. The devices were determined to be stuck. Damage/malfunction observed on returned implants due to trephine removal is not considered a malfunction or failure of the implant. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. As a result, the reported event (damaged drive feature) could not be confirmed/verified as the driver feature was not accessible. No pre-existing conditions were noted on the per. The reported implant had been placed on tooth #19 for approximately 1 week. Picture images were not provided. Appropriate documentation was reviewed. DHR & complaint history review (unknown placement driver): DHR and complaint history review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. DHR review (bnpt6510): DHR review for the lot (2019111850) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review (bnpt6510): complaint history review was performed for the reported lot number (2019111850) for similar events and no other complaint was identified. Based on the available information, device malfunction and the reported event could not be verified since the driver was not returned and the implant drive feature was not accessible. The following sections have been updated: h3: changed "yes" to "no" h10: added manufacturer narrative. Device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the hex of the implant was stripped. Removed using implant removal kit, implant removal screw is stuck in implant. Customer reported that the implant did strip during placement, but they do not have any information on which tool was used. They purchased an (irkit) implant removal kit and they believe the m1.6 removal screw may have been stuck in the implant. Confirmed that the implant was placed on (B)(6) 2021, then removed & replaced on (B)(6) 2021 after they received the removal kit. Tooth location # 19. Note: implant removal screw is single use.